Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: n/I, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief as they felt the system did not fully cover their pain area. Therefore, the patient underwent a revision procedure during which the implantable pulse generator (ipg) and lead were explanted and replaced with an upgraded ipg and a paddle lead. The patient received excellent pain coverage and pain relief post operatively. The explanted devices will not be returned as they were retained by the medical facility.